Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the patient having a difficult time activating the pump. During the procedure the existing reservoir was deflated and checked for leaks. The reservoir was then refilled, and a second connection was made to the pump and cylinders. No components were replaced. There were no patient complications.